Event description:
It was reported by customer that needle is horizonal out of packaging.

Manufacturer narrative:
This MDR is the result of an investigation finding: " blood residue was visible within the catheter tubing" which implies that the catheter was used rather than what was thought through the initial report. The customer did not reply to query requesting clarification. Device evaluation: our quality engineer inspected the sample submitted for evaluation. The report of a damaged catheter was confirmed; however, the root cause of the reported issue could not be determined. One 24g insyte autoguard IV catheter was provided for investigation. The IV catheter was received positioned over the needle and the needle was protruding through the catheter tubing near the tip. As the insyte autoguard device had been opened and material that was consistent with blood residue was visible within the catheter tubing, it is possible that the damage occurred during use; however, the root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.